Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's eye due to z-syndrome inducing 6 diopter of astigmatism resulting in unacceptable vision reportedly. Additional information has been requested, but has not been received.